Event description:
The customer reported the device would not print 12-lead ECG.

Manufacturer narrative:
(B)(4). The customer reported the device would not print 12-lead ECG. The customer reported the device functioned properly for subsequent pts. There was no report of pt impact. The unit was evaluated by philips and the symptom could not be duplicated. The device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.